Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. As a result patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 8/5/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the lot number of the right implant is 264757, and the serial number is (B)(4). Concomitant product; left catalog number 3501660, lot number 5617422, serial number (B)(4). Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502350, lot number 7580879, serial number (B)(4), and right replaced width catalog number 3502350, lot number 7580879, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation multiple creases were observed on the anterior and posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.5 cm within a crease line, on the posterior view. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).